Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the vessel locator wings was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulties appear to be related to a potential product quality issue due to the observed control wire detached from the barrel, such that the vessel locator wings would not deploy. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatment appears to be related to procedure circumstance.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after an unknown procedure. Reportedly, the starclose se plunger was pushed in. When retracting the device [to the vessel wall], it was noticed the vessel locator wings had not opened. The device was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.